Event description:
Starburst and night vision problems since lasik eye surgery. Starburst began immediately after surgery and never subsided. Vision seems to be getting worse. It was a rare family history of glaucoma. Lasic surgery tlc laser- whitten.